Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays noting superior dislocation of the right femoral head. X-rays from after the revision show new acetabular liner is present and symmetric position of the femoral head within the acetabular cup. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to dislocation. During the procedure, the liner was removed and replaced.

Manufacturer narrative:
UDI# - (B)(4). Concomitant medical products: 00620206220 ¿ shell ¿ 64049390, 00625006515 ¿ screw ¿ 63190528, 00625006550 ¿ screw ¿ 62412361, 00625006525 ¿ screw ¿ 64109368, 00625006520 ¿ screw ¿ 64106459, 00625006520 ¿ screw ¿ 64179974, 00625006525 ¿ screw ¿ 64103953, 00625006520 ¿ screw ¿ 63746714 00625006525 ¿ screw ¿ 64112896, 1035-40-000 ¿ depuy bipolar head ¿ ha1483, 6280-0-328 ¿ stryker femoral head ¿ 60160001.

Event description:
It was reported the patient underwent right hip revision approximately 12 years post implantation. Subsequently, the patient was revised again due to dislocation about 14 months later.